Event description:
A dialysis facility reported that a pt became hypotensive during a dialysis treatment and was given 500 ml. Of saline. There was reportedly an excessive fluid removal of 1.2 kg. There was no serious pt injury.